Manufacturer narrative:
The device was not returned for analysis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, at the beginning of the diagnostic bronchoscopy, there was an e315 unsupported scope error code on two different evis exera iii bronchovideoscopes causing a 30 to 45 minute procedural delay while the patient was under anesthesia. The scope image was not displayed, only color bars. When the e315 error code is not there, sometimes an e402 error code appears instead. The error occurs when the devices are connected to the light source and video system center. The procedure was completed with another scope. The device was inspected before use. The condition of the patient was not impacted and the outcome of the procedure was not affected. There was no reported patient harm. Related patient identifiers: (B)(6) evis exera iii bronchovideoscope (bf-h190 / sn: (B)(6)). (B)(6) evis exera iii bronchovideoscope (bf-h190 / sn: (B)(6)). (B)(6) evis exera iii xenon light source (clv-190 / sn: (B)(6)). (B)(6) evis exera iii video system center (cv-190 / sn: (B)(6)). This medwatch is for patient identifier (B)(6).

Manufacturer narrative:
This supplemental is being created to include the importer MDR report number. This report has been submitted by the importer under this MDR report number 2429304-2024-00016. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned and the specific root cause of the suggested event "delay of procedure due to error message e315" could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the user tried to troubleshoot the reported event by inserting the scope into two other towers and received the e315 code and color bars on these towers as well. The user then tried cleaning the scope connector contacts on the scopes and the sockets of the clv-190s with alcohol prep pads. Additionally, the user blew air into the clv socket. Furthermore, colonoscopes were troubleshooted with the towers and did not display the error code. The user does not think the tower equipment or sittings have changed. The user pressed the escape button on the cv-190 keyboard to clear the e315 error code.